Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
Medwatch mw # (B)(4) received on 8/4/2020 via us mail. Event description: "we were replacing a proglide percutaneous closure system. It malfunctioned while placing it. No injury to the patient, we just exchanged for another implant. We have the defective product saved. No documentation of event in operative report." Additional information received from facility reporter. The access site was a common femoral artery. The proglide device failed during placement using the pre-close technique. Two additional proglide devices were pre-placed and used after the procedure to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported failure to deploy the suture was confirmed as a needle to cuff miss. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.